Event description:
Reportedly, the staff loaded batteries into the pump backwards. Subsequently, the pump was powered and the batteries leaked. When employees were handling the pump, an employee's clothing was exposed to battery acid. There was no injury or exposure that resulted. No exposure to skin surfaces occurred.